Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Event description:
Customer reported having high blood glucose levels in the range between 300-400 mg/dl via phone call. She used the insulin pump to treat her high blood glucose. Trouble shooting was performed but customer did not feel comfortable using the insulin pump. She disconnected from the insulin pump is currently using her back up plan. The device was returned for analysis.